Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of an extended life pd transfer set. It was described as "the patient was unable to disconnect from the transfer set at the end of the treatment. The female connector end became loose.¿ as a result, the transfer set was replaced. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event; however, the patient was administered intraperitoneal antibiotics as a prophylactic measure. No additional information is available.